Manufacturer narrative:
Hologic technical support (ts) reviewed logs and found no hardware issues; they suggested the reagent kit used for the wl in question was contaminated. Hologic product applications specialist (pas) reviewed logs and agreed with ts that the kit was contaminated. Customer cleaned all benchtops and touchpoints and prepared new reagents. No further issues reported. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (eua(B)(4) , aptima sars-cov-2 (eua(B)(4), and aptima sars-cov-2/flu (eua(B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.

Event description:
Customer reported one sars-cov-2 tma run, (B)(4), using assay lot 280001 on panther instrument sn (B)(4) which failed due to an invalid negative control. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. No results from the wl in question were reported to patients.